Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2007. The patient experienced prickly feelings in the vagina and stated that upon exam, the physician felt something protruding. Additional information has been requested.